Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after pocket closure, ra lead dislodgement was observed via x-ray. After pocket closure, a rise in pacing impedance was observed, but it was still within normal range. The lead was repositioned multiple times, but the physician elected to replaced it. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.